Manufacturer narrative:
Approximate age of device ¿ 66 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was hospitalized with hemolysis and elevated lactate dehydrogenase (ldh) at 1300. The patient was given tissue polypeptide antigen (tpa) and ldh lowered to 600. It was reported that vad team had suspicions of thrombus. The vad team decided to perform a lvad exchange from a hmii to a hm3 as they feel hm3 is a better pump for this patient after having 3 prior pump exchanges (reported in 2916596-2017-01937 and 2916596-2019-01275). It was reported that (B)(4) was exchanged to a heartmate 3 (B)(4). Pump thrombus was confirmed in the pump. The explanted pump will be returned for analysis. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed in heartmate ii lvas, serial number (B)(6), through the evaluation of the photographs provided by the account. Multiple attempts were made to obtain additional information regarding the reported event as well as the explanted pump¿s status; however, no further information was provided by the account. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines indications of pump thrombosis as well as how to respond to such events. Additionally, the hmii IFU provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.